Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the needle lock mechanism failed to function, preventing the surgeon from removing the cannula with the attached 't' handle. The surgeon was forced to use an alternative instrument to extract the cannula, which resulted in the 't' handle breaking off. The cannula was successfully removed, and the surgeon was able to proceed with the next instruments without issue. Subsequently, the surgeon requested a replacement navigated pedicle access kit, which functioned properly. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
G2: foreign country - mexico h3, h6: multiple fdd/annex a codes were reported. A040103 was coded for 't' handle breaking off. A05 was coded for needle lock mechanism failed to function. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.